Event description:
Patient reported right side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: striated opening and broken, and missing shell on anterior (0-25%). Base on the device analysis the final assessment is: a striated opening and broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Patient reported right side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
Correction for g.3 in initial emdr-00701, the g.3 date was inadvertently left blank, the correct date is 02/apr/2021.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ¿rupture¿. The device has been explanted.